Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude measurements and was explanted as result. A new rv lead was implanted at the procedure. There were no additional adverse effects reported.